Event description:
The left pulmonary veins were successfully ablated; however, while attempting to cannulate the right veins, the guidewire became stuck in the farawave. The physician pushed the guidewire to release the pressure in case of tissue entrapment, but this did not resolve the issue. Upon removing the catheter along with the guidewire, it was discovered that the guidewire was damaged, having split into three parts. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).